Event description:
It was reported that the left ventricular (lv) lead was pulled back all the way to the coronary sinus ostium and had no capture at maximum outputs. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products; 5076 implantable pacing lead 2008 (B)(6); (B)(4) implantable cardioverter defibrillator 2013 (B)(6). (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that the left ventricular (lv) lead was pulled back all the way to the coronary sinus ostium and had no capture at maximum outputs. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.